Event description:
It was reported that a 6f angio-seal vip was used. The patient experienced diminished distal pulses and an ankle brachial index (abi) test showed discrepancy. Since the patient was still in the hospital, an angiogram was performed and revealed an occlusion in the distal superficial femoral artery (sfa). A snare procedure retrieved part of the occlusive material to the sheath, but this dislodged and embolized to the popliteal area. A follow up ptca was unsuccessful. The patient was transferred to another hospital and 5 days after the initial procedure, vascular surgical retrieval and revascularization was performed. The surgeon reported he found a collagen like substance and a knotted suture.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction of use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.